Event description:
Several year ago had a elbow joint prosthesis for rheumatoid arthritis in hospital. Prosthesis became loose from bone with resultant pain. Replaced with coonrad-mooney prosthesis. Do not know brand or manufacturer of original prothesis.